Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the error in the diagnostic log. The breath delivery unit (bdu) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that during patient use, the ventilator generated an error and rendered the ventilator inoperable. The patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.